Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was pt reported that they felt that their implant battery shifted about 2 weeks ago. Pt said the first few days, when they felt the implant battery had moved, when they were lying down they felt the battery pressing against their spine; that has since subsided. The charging has also been a bit different with their implant. Pt said they did an x-ray 2 weeks ago on friday but haven't got the results on that yet. Their initial visit for a second opinion on their implant battery was with an hcp who said pt also needs an MRI done to see if the implant battery has shifted and to see what is going on with their back. Hcp would like to do an MRI but doesn't think the pt can do MRI, so they may do CT scan with contrast. Pt went to MRI mode on their controller and were showing a full body lying down. Pss reviewed conditional full body eligible for MRI with the pt based on what the pt said they saw on their controller in MRI mode. Pss also provided pt with tech svs number to give hcp to follow up on MRI eligibility and conditions. Pss also review CT scan compatibility with the pt. Pt said after all their scans are done, they will be seeing a different hcp.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Patient reported they had pocket revision. Issue resolved.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.